Event description:
It was reported by the patient that their ambicor penile prosthesis exhibited problems inflating over the course of the previous year. As a result, he was not able to maintain an erection long enough to have sexual intercourse. The patient consulted with their physician where an ultrasound was performed and it was found there was fluid loss from the device. The patient has requested the device to be replaced with a three-piece device.